Event description:
Racz procedure performed for post-laminectomy syndrome with right l5 radiculopathy. Upon completion md unable to remove catheter. Pt examined under fluoro. Attempt made to remove catheter - catheter broke. No attempts made to retrieve. Pt discharged to home on antibiotics.